Event description:
Reporter alleged obtaining the results of 399 mg/dl and 140 mg/dl back to back within 10 minutes on the compact plus system. Reporter alleged that on another day, he obtained the results of 347 mg/dl and 172 mg/dl within 10 minutes on the same compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.